Event description:
Device would not read correctly; low o2 reading. When used on other "healthy" patients and rns, the o2 reading was low also.======================manufacturer response for adhesive sensor, covidien nellcor oximax======================will give product to rep representative with ascent.